Event description:
It was reported that the insulin squirted out during priming and the device alarmed. Troubleshooting was declined as customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.